Event description:
Information received by medtronic indicated that the insulin pump had a software error alarm. Customer also reported other pump alarms. Customer was unable to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a software error alarm. Customer also reported other pump alarms. Customer was unable to clear the alarm and rewind the insulin pump. Customer also reported damaged retainer ring. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to discontinue the use of the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged cosmetic damage located at the battery compartment, device error 63 alarm, device error 4 alarm and device error 23 alarm found on (B)(6) 2022. The device was received with a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. The device was received with unresponsive keypad. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. The keypad overlay was peeled off and no corrosion or moisture damage found on the keypad assembly. Device was cut open to perform visual inspection and found corrosion on the j1/electrical board connector. Corrosion was also found on the electrical board. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A test case was used and the original elcetrical board were cleaned, internal battery and motor were installed. Powered the device on using the aa 1.5v battery. The device was able to navigate the menu and continued on self test and download. The device passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Device was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected device error 23 alarm noted. Successfully downloaded history files and traces using thus. Device error 4 alarm was recorded and found in the formatted history file on the event date: (B)(6) 2022 11:49:41.000, (B)(6) 202212:07:32.000 (B)(6) 2022 09:43:38.000, (B)(6) 2022 09:43:54.000, august 08, 2022 09:53:00.000 device error 63 alarm was recorded and found in the formatted history file on: august 06, 202211:49:43.000, (B)(6) 2022 11:59:47.000, (B)(6) 202212:07:34.000 device error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:06:04.000 device error 4 alarm and device error 63 alarm (variableinfo = 0c) were generated due to arm watchdog failure, due to corrosion on the electrical board device error 23 alarm was expected since the device had a unexpected hardware reset. In conclusion, the device had unresponsive keypad due to corrosion on the j1/electrical board connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to download history files and traces using thus due to unresponsive keypad. Unresponsive keypad was confirmed due to corrosion on the j1/electrical board connector. However, a test case was used and continued on self test and download. Device error 4 alarm and device error 63 alarm (variable info = 0c) were confirmed according in the formatted history file due to corrosion on the electrical board. Device error 23 alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.